Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose that require medical assistance. Blood glucose level at time of incident was unknown. Customer current blood glucose was 350 mg/dl. Customer wife reported that they disconnected that insulin pump and paramedics treated customer. Customer was treated with intravenous insulin. Customer reported that infusion set tubing was came apart. No further patient complication were reported. Insulin pump will not be return for analysis.